Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardia pacing due to noise over-sensing. No intervention was performed. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2023-52361. New information received notes that the reported event of inappropriate anti-tachycardia pacing due to noise over-sensing was also alleged on the right ventricular (rv) lead. Both the implantable cardioverter defibrillator and rv lead were explanted and replaced. Patient condition was stable.